Event description:
It was reported that the open/close function of the grasping no longer works. The pin is missing. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Investigation: a connecting rivet has come loose in the joint on the distal side. This is due to a manufacturing defect (investigation carried out by the supplier). The weld seam on the back part was not deep enough. An employee did not drill the hole deep enough. The following information can be found in the manufacturer's 8d report (B)(4). "Main cause / causes: rivet has come loose, weld on the jaw part not deep enough, countersink on the jaw part too small, employee did not countersink correctly". The corresponding operating instructions ri: 26159bhw_en_v48.2_03-2023_ri_ce refer to a visual and functional inspection of the device on pages 14 and 16. The operating instructions 97000045 v2.0 - 10/2017 state that overloading should be avoided, see page 2. The event is filed under internal karl storz complaint ID: (B)(4).